Manufacturer narrative:
The initial MDR 2517506-2017-00566 was filed on jun 30, 2017. Additional information (08/08/2017): a (B)(4) headquarters support center (hsc) specialist reviewed the filter data and precision runs performed after the instrument was idle and found evidence consistent with biofilm in the fluidics. The issue was corrected by decontamination and service performed.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc verified that the customer had a new bottle of chemistry wash on the instrument and performed the heterogeneous module (hm) wash station maintenance. The customer replaced and aligned the reagent arm 2 (r2) probe, cleaned the sample drain and probe, and make sure the heterogeneous module (hm) pump cassettes were latched and turning. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse collected data from headquarters support center (hsc) and spoke with customer about issues. The cse replaced all drains and all hm bottles and caps. The cse performed window clean. The cse decontaminated the system and aligned the probes. The cse performed three calibrations. The cse ran a quick check, and it looked good. The cse ran qc, which was in range. The cse replaced all hm components and waste squid. The cause of the higher qc result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer observed an upward shift in troponin I (tni) quality controls (qc) results obtained with a new lot on the dimension xpand plus with hm instrument. The customer performed a patient crossover study between the old and new reagent lot and observed a bias. Siemens customer care center (ccc) along with service, were assisting the customer in troubleshooting the issue. The customer stated that samples were sent to another facility to be rechecked, but did not have any information about discrepant results. This caused delay in turnaround time. The customer stated that all samples they repeated resulted negative, and there were no corrected reports. There are no reports of patient intervention or adverse health consequences due to delay in turnaround time.